Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 950 mg/dl. The customer stated that he was incoherent prior to being admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.